Event description:
During a clinical study procedure, prodisc-l versus freedom disc, the surgeon was inserting the polyethylene inlay for prodisc-l and it would not go in smoothly. The surgeon could not get the disc to slide in the space and fit properly. Another inlay was selected and the procedure was completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records (DHR) was performed and no complaint related issues were found. Manufacturing eval revealed that the device was returned for investigation. As received, the radiused edge of the inlay relative to the tantalum bead showed multiple gouges along the edge. Visually, the part was consistent with the top level drawing. The inlay could not be dimensionally verified due to the condition in which it was returned; however, the etch was verified. Based on the DHR and physical eval of the inlay, the complaint is deemed indeterminate from a manufacturing standpoint.